Manufacturer narrative:
All available information was investigated. The returned device analysis was unable to confirm the reported difficult single gripper actuation issue. The reported positioning failure could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported positioning failure appears to be related to procedural conditions (leaflet partially stuck behind gripper during grasping). A cause for the reported difficult single gripper actuation issue could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, when grasping the anterior leaflet, some leaflet got partially stuck behind the gripper and grippers stopped working. It was freed and clip was inverted into the left atrium and tested the grippers, and anterior gripper would not lower. Troubleshooting was performed but was unsuccessful. Clip was replaced and continued the procedure and was successful. All steps were performed as per IFU. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.